Event description:
Pt is 2 years status post a left total knee replacement. About 1 month ago she slipped and had a severe torque to left knee. She was treated with knee immobilizer and continued to c/o x-rays revealed failure of tibial poly spacer with anterior subluxation. In operating room on 3/12 it was apparent that the anterior medial aspect of the tibial poly spacer had been disrupted and was in pieces.